Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited noise. No intervention was performed. The patient status was unknown.

Event description:
New information notes that the issue was noted when patient was presented in clinic for a follow-up. The lead exhibited noise that was over-sensed by the device. The patient was in stable condition.